Event description:
Affiliate reported that the ventricles of the pt's brain remained enlarged. At one point the pressure was adjusted with pt improvement; however, after two weeks the surgeon attempted to change the pressure again with success. As a result, the device was revised.

Manufacturer narrative:
Exam of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.